Manufacturer narrative:
Complaint no: (B)(4). Leaving a clamp open on an unused supply line and stacking bags on top of each other are known use errors. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also warns the user not to stack bags on top of each other. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid found underneath a homechoice device while using it with a disposable cassette for peritoneal dialysis therapy. The care giver noted that an unused supply line was left unclamped and that the solution bags had been stacked on top of the homechoice. The technical service representative explained proper procedures to the care giver and advised them to start over with new supplies when this happens. There was no patient injury or medical intervention associated with this event. No additional information is available.